Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare physician reporting a rupture of the left device discovered on ultrasound following discomfort. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Healthcare physician reporting a rupture of the left device discovered on ultrasound following discomfort. Device has been explanted.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture and pain was reviewed on (B)(6)2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare physician reporting a rupture of the left device discovered on ultrasound following discomfort. Device has been explanted.